Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door was not shut properly. The field service engineer advised customer when closing door, ensure it is flush with smart remote manager. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had fridge door failure.the customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care.there were no adverse events or injuries reported based on this event.